Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited false pause episodes due to undersensing and noise. Technical support determined that the loss of sensing issues could be attributed to a loose pocket, hematoma, or air entrapment at the time of implant. No intervention was performed. The patient was in stable condition.